Event description:
Reporter indicated a patient's vns was interrogated and found to be set to 0ma. The patient's settings were later programmed back to the intended settings. Review of programming history identified that at the previous office visit 6 weeks earlier, a systems diagnostics test was performed followed immediately by a setting change, and no final interrogation was performed to verify settings. It is suspected there was an interruption that occurred during the systems diagnostics test. The reporter was reminded to always perform a final interrogation following any programming or diagnostics event.

Manufacturer narrative:
Analysis of programming history.